Manufacturer narrative:
The broken instrument was returned for evaluation. We confirmed that the electrode is broken and the metal wire is missing but was retrieved .the loop itself is a single use item and most likely it arced during use and broke off.

Event description:
Allegedly, during a laparoscopic supracervical hysterectomy procedure, the plastic loop broke and the metal snare came loose in the abdomen and was retrieved with no harm to the patient. They used a second loop to complete the case successfully.